Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/21/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. When did the alleged issue happened ? Intra op. 2. Please clarify if there were any adverse patient consequences due to the pull off? No adverse events. 3. You have mentioned as ¿product availability unknown¿. Could you please confirm whether any impacted product available for return? No products available, they were discarded.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the alleged issue happened, before use on patient (pre-op), during use on patient (intra-op) ? Please clarify if there were any adverse patient consequences due to the pull off? If yes, explain in detail. Please provide status of product return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Event related to mw # 2210968-2021-06524, mw # 2210968-2021-06525, mw # 2210968-2021-06527. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an total knee replacement procedure on (B)(6) 2021 and suture was used. The same came away at the needle. The procedure was completed successfully using a similar like product. No adverse patient consequences were reported. Additional information was requested.